Manufacturer narrative:
Technician found that the rail looks like it got hit hard and the head right rail was not latching as the center arm was broke. Bed was in shop. Replaced the center arm assembly to resolve this issue.

Event description:
Complaint alleged that the head right rail is not latching. No injuries.